Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during routine check of the iabp, they observed that the iabp fail the safety disk leak test. No pt was involved.